Event description:
It was reported that blade detachment with an intravascular retained fragment occurred during the procedure. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified cephalic vein near the elbow region. The blood vessels were noted to be straight. A non-boston scientific guidewire was used to cross two stenotic segments, followed by advancement of a 6.0 mm x 2.0 cm x 50 cm 2cm peripheral cutting balloon catheter, which crossed without difficulty. Each stenosis was dilated multiple times at 10 atmospheres. The lesions were relatively stiff, with slight narrowing in one segment. After removing the 6.0 mm x 2.0 cm x 50 cm 2cm peripheral cutting balloon, the site was fully dilated using a super high-pressure balloon. Prior to removal, ultrasound imaging indicated the attached blade was bent, and complete retraction into the 7f sheath was considered difficult. An attempt was made to fold the blade 180 degrees within the sheath during withdrawal, based on a previously successful technique. Under ultrasound guidance, the blade appeared to have folded and been fully retracted into the sheath; however, upon device removal, the blade was found to be detached. As blood flow had been stopped, the detached blade did not migrate downstream and remained within the blood vessels near the puncture site. A surgical incision was performed on the blood vessels, and the blade was successfully retrieved, followed by vascular repair with suturing. The procedure was completed, and no patient complications were reported as a result of this event.